Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the line interface printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during service of the device, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event.